Event description:
Worsening of the existing pain [arthralgia]. Case description: an adverse event report was received on 06/15/2010 from a (B)(6) male patient with a history of osteoarthritis of the knee, initials (B)(6). The patient is currently enrolled in an observational study [protocol (B)(4): a multicenter, prospective observational study of the safety and efficacy of a single injection of 6ml hylan g-f 20 (synvisc-one) in patients with symptomatic osteoarthritis of the knee - in (B)(4)]. Per protocol, the patient was contacted by a company representative for follow-up after the synvisc-one injection. The patient reported that he had experienced worsening of existing pain and had to undergo surgery (not otherwise specified) a few days after receiving the synvisc-one injection. The patient received an injection of synvisc-one on (B)(6) 2010. The patient complained of worsening of existing pain. The patient also informed that he had to be treated surgically only a few days after receiving synvisc-one and was incapacitated for work. No other information regarding the surgery was provided. The hcp who administered the synvisc-one injection was contacted. He reported that the patient was seen in his office on (B)(6) 2010, a week after the synvisc-one injection. At the time of that visit, the patient was free of any unusual symptoms and there was no worsening of knee pain. The patient has not been seen in the physician's office since then. On 06/16/2010, additional information was received from the patient via the company representative. The patient stated that he undergoes surgery "once in a while" due to his underlying arthrosis. The hcp who performed the surgery on the patient is being contacted for further information. At the time of this report, the outcome of the patient was unk. On 06/18/2010, additional information was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.